Event description:
It was reported that prior to use the balance middleweight guide wire kinked and separated. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Date of occurrence estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.